Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified vessel. A 32 x 3.00 promus premier¿ stent was advanced but failed to cross the lesion. During withdrawal, it was noted that the struts of the stent were damaged. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).